Manufacturer narrative:
Concomitant medical products: product ID: dtma1d1 crt-d, implanted: (B)(6) 2017; product ID: 5071-35 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited one episode of t-wave oversensing (twos) post bi-ventricular pace. The lead remains in use. No patient complications have been reported as a result of this event.